Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-8216-50, serial : (B)(4). Description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had persistent pain in the ribs. The physician was unable to determine if it was caused by the device or not. The patient underwent an explant procedure. No device malfunction suspected.